Manufacturer narrative:
Investigation of returned device completed 12-30-16. Determined that 2 screw bosses at hip joint were cracked. Determined that 4 upper leg cover screws were missing [not installed during assembly]. These 2 causes together contributed to reduction of lateral stability observed in this event. The reduction in lateral stability in this incident is deemed to be an isolated event due to the isolated assembly defect found in this device.

Event description:
Clinician training a personal user reported plastic cover separation on upper leg component and reduction in lateral stability. No fall or injury occurred.